Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was not working. The pt tests his blood glucose 3 times a day. He manages his diabetes with unspecified pills. The reporter indicated that the meter had not been working for about 1 year and during that time, the pt had not been testing his blood glucose. She mentioned that a nurse in a drugstore told her that the meter was not working. The reporter stated that the meter "broke" but she was unable to specify exactly what the problem was. On an unspecified date/time after the alleged meter issue began, the reporter claimed that the pt developed high blood glucose symptoms. She did not know what exact symptoms he had. The reporter denied that the pt received medical treatment during the time of concern. The one touch customer advocate (otca) noted that the pt's test strips expired 5/2006 and the meter was not set to the correct unit of measurement setting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The reporter claimed that the pt developed unspecified high blood glucose symptoms after the alleged meter issue began. The reporter also mentioned that the meter was not working for about one year and that the pt had not been testing his blood glucose because of this issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution does not pass inspection, lifescan will inform FDA of the results in a supplemental report.